Event description:
It was reported that the ez45b and zr45b were used during a laparoscopic assisted thoracic surgery procedure. It was reported by the affiliate that the staples malformed in the middle of staple lines. The surgeon used overstitces to close the tissue. Two zr45b cartridges will be returning also. There was no consequence to the pt. 4/24/1998 this was received and sent to co for clarification.